Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of noise with sensing integrity counter (sic) episodes. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The analyst noted that visual inspection found the multi-lumen was voided due to 1st clavicle rib crush. Destructive analysis was performed and confirmed that the inner insulation breached, multi-lumen tubing voided and the proximal cable's coating breached with bare wire exposed causing the distal and the proximal conductors shorting with each other's. No conductor fracture was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that troubleshooting was performed and the lead was reprogrammed.